Manufacturer narrative:
The events of infection and extrusion are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the event of infection as follows: adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
The patient reported implantation of seri and concomitant breast implant "17 months ago" during mastectomy reconstruction surgery. Patient reported "infections", "breasts kept exploding from excess fluid", delayed healing, wound dehiscence, drainage, extrusion, and "I smell like I'm rotting???" Treatment included removal of the breast implant and partial removal of the seri at an unknown date. It is unknown if the device is available for return. This report has not been substantiated by a healthcare professional/physician.